Manufacturer narrative:
Manufacturer conclusion - manufacturer awaiting product return.

Event description:
Device 1 of 3 - multiple device report. Customer reported 6 occurences of 'cranial bleed' over a year period and inaccuracy of hemochron signature act-lr results. Customer not able to provide further info regarding pt outcomes.